Event description:
Caller reported blood glucose results of 15.6 mmol/l on compact plus system 1, 5.6 mmol/l on compact plus system 2 within 10 minutes. No adverse event was reported. Meter and strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2. Strips not available for return.